Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged several days post-implant. A revision procedure was performed to reposition the lead however the helix could not be retracted. The physician then chose to explant and replaced the lead. No adverse patient effects were reported.